Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the bolt and washer from the ground lug detached and lying on the power management board, preventing proper power management function. The fse removed the bolt and washer and reattached to ground lug to resolve the problem. The fse then verified proper power-up and charging function. All functional and electrical safety tests were performed. The iabp unit passed all tests and was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge the battery in slot 2, failed to power-up, and displayed error code #13. It is unknown under which circumstance this event occurred. However, there was no patient involvement, and no adverse event was reported.